Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a "severe low" blood glucose level (value not provided). Customer alleged that the pump did not suspend insulin delivery and prevent the low bg level; however this could not be confirmed as customer's pump was not uploaded for data review prior to customer physically returning it. Reportedly, customer was using lispro for insulin therapy. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.